Manufacturer narrative:
This report is submitted on april 9, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
The explant was previously reported in 6000034-2020-01150. This report is submitted on may 1, 2020.

Event description:
The explant was previously reported in 6000034-2020-01150.